Event description:
(B)(4) MDR - after an implantation time of approx. 53 months, home monitoring alerted the device had hit eri on (B)(6) 2017. The device was explanted.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 18 charge processes had been documented. The charge drawn from the battery was checked and proved to not be within expectations. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly. A discharged battery could be confirmed. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was normal. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. The battery was opened and examined visually. The visual inspection showed a defective separator between a neighboring pair of electrodes. This enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, premature battery depletion was detected in the course of the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects.